Event description:
The foreign facility nurse reported a patient experienced peritonitis after a minicap being used during peritoneal dialysis (pd) therapy became loose. In 2009, the patient was seen at the clinic due to cloudy effluent and hospitalized. The effluent was analyzed and one gram negative was isolated. The bacteria are pending final classification. Vancomycin and ceftazidime (dose, frequency and length of therapy unknown) was administered. The patient reported that during an interchange, he dropped the minicap. The physician indicated he did not feel there was a causal relationship between the incident and the peritonitis. The doctor indicated that the gram (-) observed is related with an endogenous peritonitis and not with an accidental exogenous peritonitis.

Manufacturer narrative:
The sample was discarded and the lot number is unknown.